Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Early battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Initial reporter, facility, and source type code corrected. Evaluation summary: (B) (4) preliminary analysis found the device battery to be at rrt (recommended replacement time), and the device was fully functional. Review of the save-to-disk data showed rapid battery depletion over a two week period in (B) (6), 2009. Following the rapid battery depletion, a stable battery level was observed. Extensive testing was conducted but could not determine a cause for the rapid battery depletion.